Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their sensor. The customer had a change sensor alert. Blood glucose value was 116 mg/dl at the time of the incident. Troubleshooting was performed and a bent cannula was discovered. Sensor will be replaced and returned.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used. (B)(4).